Event description:
It was reported that during the pre-use check, a scratch (or a tear) in the bag was found. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that during the pre-use check, a scratch (or a tear) in the bag was found. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This is a supplied item at fault. The DHR is to be completed by the supplier.